Event description:
Spontaneous call from the patient who reports cassette malfunction. This she stated has been happening off and on sine christmas. " did the reported product fault occur while in use with a patient? Yes" did the product issue cause or contribute to patient or clinical injury? No. " is the cassette available to be returned for investigation? Yes". Did we [MFR] replace cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved " describe in detail any, and all damage to the cassette: no damage to cassette. Cassette wouldn't work on either pump. " has this incident happened within the past 6 months? (Offer nursing evaluation). Yes " has this patient reported a pump malfunction within the past 6 months (offer nursing nursing). No. Reported to (B)(6) by: patient/caregiver.